Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples, but one photo was provided for investigation. The photo were reviewed and the indicated failure mode for defective locking mechanism was observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint has been confirmed for the indicated failure mode defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle, the device experienced safety shield failure. This event occurred 2 times. There is no mention of medical intervention for the user at this time. The following information was provided by the initial reporter. The customer stated: it was reported that safety piece broke off and he ended up poking his rt. Thumb. My employee, took of the safety needle that was used to draw blood on a patient. Upon engaging the pink safety cover, the safety piece broke off and he ended up poking his rt. Thumb. He did not save the needle as it had blood on it from patient and himself. The night supervisor, commented to him that there have been a few needlesticks while he was on and that the safety piece came off. Wasn't sure if you were aware of this. I would say that cx is proficient and is knowledgeable on using straight needles so has a good understanding of how to engage the safety piece.